Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coils migrated into endometrium /essure device migrated"), ovarian rupture ("complication from essure removal procedure-my right ovary had ruptured.") And retroperitoneal haematoma ("retroperitoneal hematoma of right pelvis/complication from essure removal procedure-I had blood clot as the size of new born") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy. Previously administered products included for an unreported indication: depo-provera and ovacon 35. Concurrent conditions included vaginal bleeding, menorrhagia, dysmenorrhea, gastric bypass and uterine cervical metaplasia. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain ("pain /pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). In 2011, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) (type: vaginal yeast)") and rash erythematous ("red rashes on face, hands, and arms"). On (B)(6) 2016, 10 years 11 months after insertion of essure, the patient experienced retroperitoneal haematoma (seriousness criterion medically significant). On an unknown date, the patient experienced ovarian rupture (seriousness criterion medically significant). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)unilateral salpingooopherectomy), surgery (oopherectomy (one side removal of right ovary)) and surgery (cystoscopy. Urethral dilation.insertion of right double j urethral stent.). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, ovarian rupture, retroperitoneal haematoma and anxiety outcome was unknown, the pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and vulvovaginal mycotic infection had resolved and the rash erythematous was resolving. The reporter considered anxiety, device expulsion, dysmenorrhoea, menorrhagia, ovarian rupture, pelvic pain, rash erythematous, retroperitoneal haematoma, vaginal haemorrhage and vulvovaginal mycotic infection to be related to essure. The reporter commented: seven to eight coils were seen protruding from the left cornu, right side with a similar number of coil's, eight to twe1ve coils seen protruding. Previously reported events medical device removal and complications associated with device were updated to anxiety , dysmenorrhea ,retroperitoneal hematoma ,menorrhagia,vaginal haemorrhage and pelvic pain and device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion . Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-oct-2018: pfs received. Reporter¿s information was updated. Historical drug was added. Added events infection type: vaginal yeast, red rashes on face, hands, and arms, complication from essure removal procedure-ovarian rupture. Event essure migrated clubbed with device expulsion. Updated onset date of events. Updated outcome of events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received on 22-jun-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. The complications suffered by plaintiff were not specified but could include: migration, hysterectomy, abdominal pain, pelvic pain, back pain, bloating, weight gain, heavy menstrual bleeding, irregular menstrual cycles, perforated organs, and other assorted complications. Follow up information was received on 05-jul-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. This event is listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs and the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure coils migrated into endometrium") and retroperitoneal haematoma ("retroperitoneal hematoma of right pelvis.") In a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gastric bypass and cholecystectomy. Concurrent conditions included vaginal bleeding, menorrhagia, dysmenorrhea and uterine cervical metaplasia. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"). In 2005, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 10 years 11 months after insertion of essure, the patient experienced retroperitoneal haematoma (seriousness criterion medically significant). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)unilateral salpingooopherectomy) and surgery (exploratory laprotomy with right salpingooopharectomy, cystoscopy. Urethral dilation. Insertion of r). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, retroperitoneal haematoma, pelvic pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered anxiety, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, retroperitoneal haematoma and vaginal haemorrhage to be related to essure. The reporter commented: seven to eight coils were seen protruding from the left cornu, right side with a similar number of coil's, eight to twe1ve coils seen protruding. Previously reported events medical device removal and complications associated with device were updated to anxiety , dysmenorrhea ,retroperitoneal hematoma ,menorrhagia,vaginal haemorrhage and pelvic pain and device expulsion. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: in this case no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Case medically confirmed. Plaintiff demography added. . Concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Product indication added. Implanted and explanted date added. Event added as abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, dysmenorrhea (cramping), pain, other injury(ies) or complication (s) please describe: retroperitoneal hematoma of right pelvis and essure coils migrated into endometrium. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.